Event description:
It was reported that a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) device during dwell 4 of 4. The home patient (hp) was connected at the time of the alarm. The technical service representative (tsr) had the hp clear the alarm and explained the meaning of the se 2240. During troubleshooting, a leak was found; however, the hp was unable to see where the leak was coming from. The hp was going to contact the registered nurse (rn) regarding instructions on the last fill. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. Should additional relevant information become available, a follow-up report will be submitted.